Event description:
Post cardiopulmonary bypass, the patient was placed back on the ventilator. The powered piston rose and fell as it should, however, the lungs did not inflate. The patient was bagged while a replacement machine was brought in. Upon inspection, the ventilator had a warped decoupling valve.